Event description:
The patient's (B)(6) scs system includes a surgical lead implanted on (B)(6) 2011. It was reported the patient is without stimulation. Diagnostic tests revealed impedance issues on several lead contacts. The patient is working closely with the physician to determine the next course of action in this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.